Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms and had frozen display. Customer stated that they were unable to clear the alarms. Customer stated that time clock was not advancing. Customer stated that there was no response from any button and they hold back button for 20 seconds and insulin pump screen turned off. Customer also stated that they were unable to clear pump errors and power loss alarm. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On jun 07, 2022, customer alleged unexpected battery power loss, time/clock anomaly, frozen screen, and pump error 45, 25, 68. Insulin pump successfully downloaded traces and history file using thump. Insulin pump passed active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor, test occlusion test, self-test, and displacement test. However, device received with unexpected battery power loss and had high sleep current. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5volt for 4 consecutive hours due to connector resistance j6/electrical board 1. After disconnecting and reconnecting the internal lithium backup battery connector on j6/electrical board 1, the insulin pump was monitored and functioned properly. Pump error 25 on 06/07/2022 18:58:00 were found in the history files. Insulin pumps time/clock was programed to real time and monitored for about an hour; no anomaly found. No pump error 68 alarms or alerts noted during testing, however, multiple pump error 68 alarm on 06/08/2022 04:32:35 was found in the history files or traces. Insulin pump was monitored and no frozen screen anomaly found. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, motor, force senor, and vibrator harness assembly. Swapped electrical board 2 board with a test board and sleep current measurement passed. Low battery alerts confirmed in the insulin pump history on 09/07/2021 at 8:24pm and on 09/11/2021 at 11:15am. Therefore, battery change occurred in less than 1 week. No pump error 45 noted in insulin pumps history or during testing. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and pillowing keypad overlay, keypad overlay texture damage, stained keypad overlay, damaged display window cover, cracked case, cracked case (battery tube), battery tube threads - cracked, and label damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.